Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/15/2021. H.6. Investigation: samples received for investigation, the product was visually inspected, no damage or defects were observed on the protector housing or needle. Functional test was completed, the liquid inside the syringe could flow into the vial and back into the syringe without any problem. No leakage was identified outside the protector, however, liquid was observed inside the expansion chamber. If the protector is used more than once, liquid can accumulate and oversaturate the filter. This oversaturation would create a pressure that would prevent proper air release to the expansion chamber. The same effect can occur if liquid accumulates on the inside face of the rubber stopper of the ampoule, the overpressure could then create a leak in the expansion chamber. The product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device. A device history review was performed for reported lot 2006137 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that protector p14j leaked. The following information was provided by the initial reporter: this is a report about leakage between the protector and the vial. After attaching the protector to the vial of bevacizumab, the hcp attempted to aspirate the fluid and then saw the leakage between the protector and the vial.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that protector p14j leaked. The following information was provided by the initial reporter: this is a report about leakage between the protector and the vial. After attaching the protector to the vial of bevacizumab, the hcp attempted to aspirate the fluid and then saw the leakage between the protector and the vial.